Event description:
It was reported that during a scheduled vena cava filter retrieval approximately 8 months post implantation, the filter was noted to have migrated caudally approximately 4 cm and tilted. The retrieval hook appeared to be embedded in the ivc wall and at least one filter leg appeared to have punctured the vena cava wall. A second attempt was scheduled and the filter was successfully retrieved without incident. No reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.